Event description:
The device and two bipolar leads were implanted for a baby ((B)(6)) without any problem. The physician performed a follow-up few minutes after the implantation and regular atrial and ventricular egm shapes were observed, but the markers were observed only in ventricular channel (i.e. No markers and sensing values were observed in atrial channel). A new follow-up was performed some hours later and normal device behavior was observed (markers and sensing values were observed for both atrial and ventricular channels). Psa test during implant showed normal behavior for both atrial and ventricular channels. An analysis is requested.

Event description:
The device and two bipolar leads were implanted for a baby (2-years old) without any problem. The physician performed a follow-up few minutes after the implantation and regular atrial and ventricular egm shapes were observed, but the markers were observed only in ventricular channel (i.e. No markers and sensing values were observed in atrial channel). A new follow-up was performed some hours later and normal device behavior was observed (markers and sensing values were observed for both atrial and ventricular channels). Psa test during implant showed normal behavior for both atrial and ventricular channels. An analysis is requested.